Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12th november 2024, it was reported by a sales representative via email that an ar-9202-25h arthrex univers ii was stuck/lodged on the t handle. This was detected during use in an rtsr procedure on (B)(6) 2024. When surgeon was performing rtsr, arthroplasty case, the universe ii reamer, 5 mm hudson connect was stuck/lodged on the t handle. It was not able to disconnect during surgery and only 1 t handle could be used for the remainder of the surgery, which caused inconvenience for the surgeon. Procedure was successfully completed with no patient harm by using 1 t handle for the remainder of the reamers. After the surgery, it was identified that the issue was with the reamer and not with the t handle. Scrub nurse and surgeon tried to disconnect the reamer from the t handle but were unsuccessful during surgery. When surgery was completed, it was disconnected by the csu staff.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or prying/leveraging the device during use.